Event description:
It was reported that the patient presented with dizziness and having complete av block. The rv lead was implanted through the ra appendage and not transvenously. X-rays show that the rv lead is completely fractured and it is floating in the atrium with an undefined impedance greater than 9999 ohms. The lead will be replaced and no further patient complications have been reported at this time.